Event description:
A mayfield skull clamp (B)(4) was involved in a slippage during a procedure and was described as follows; approximately one week ago, a mayfield skull clamp was applied to a patient's skull who was positioned on a stealth platform in preparation for a craniotomy. A slight click was heard coming from the clamp and there was slight movement of the clamp noted as well. The surgeon felt that the unit was not as rigid as it should have been at the time of the incident, therefore the unit was changed. The procedure was delayed a few minutes. Mayfield disposable pins were used and no stereotaxy devices were being used during the procedure. The patient did not incur any injury as a result of this incident.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.